Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high, out of range pacing impedance (greater than 2,000 ohms) on the right ventricular channel, and noise of the right ventricular shock channel. A technical service consultant reviewed device data, and provided recommendations for lead integrity testing. The device remains implanted. No adverse patient effects were reported.